Event description:
During insertion of the iab through an introducer sheath, it became stuck and could not be fully advanced, and the valve in the sheath dislodged. Due to this, the entire assembly was removed and replaced. There were no pt complications.